Event description:
The customer reported a problem when trying to recall the saved cine runs, data loss. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine drive was formatted and the software was installed during the service call. The system was tested and found to be working as intended and put back into service.